Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a cracked atrial output connector. It was also noted that the display frame screw boss was stripped out, the red display wire was pinched without compromise to the insulation, the main printed circuit board (pcb) assembly screw was loose and found inside the upper case of the device, and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a cracked atrial output connector. The epg has been returned for repair. There was no patient involvement.